Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Received device in poor condition. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was design. Actions were taken to mitigate the reported issue: replaced return tube, enclosure, membrane switch, main print circuit board, air detector door.

Event description:
It was reported that the device will not turn off. No patient injury was reported.